Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an echelon catheter was separated/broken in the distal section out of the package or during preparation. The patient was undergoing surgery for treatment of an aneurysm of the internal carotid artery ophthalmic artery segment. It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery with a diameter of 10mm. It was reported that the microcatheter was removed from the device tray and the tip was found to be damaged during flushing and could not be used normally. The package was not damaged and showed no evidence of tampering. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Event description:
Additional information received reported that the catheter was found to be broken during preparation after it was removed from the packaging. The cause of the break was not identified.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of 145-5091-150, lotno:0227621311 as found condition (condition of returned device): an echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed biohazard pouch and within an opened echelon-10 micro catheter inner pouch. Visual inspection/damage location details: the echelon-10 total length was measured to be ~156.4cm. The echelon-10 useable length was measured to be ~148.8cm. Upon visual examination, no issues were found with the echelon-10 hub. The echelon-10 catheter body was found to be flattened at ~120.8cm and at ~85.5cm from distal tip. The distal marker band was found to be damaged (flattened). The distal tip was noted to be pre-shaped. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was unable to be confirmed as no separation or break was found with the echelon-10 micro catheter. Based on the device analysis and reported information, the customer¿s report of ¿prod damaged/deformed out of pkg¿ was confirmed. In this event, user error likely contributed to the event as it was reported the echelon-10 micro catheter tip was damaged after removal from within the tip protector. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.